Manufacturer narrative:
Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "factory 1hr xylene standard" protocol comprising 15 cassettes, which started in retort a at 13:52pm on (B)(6) 2020 and completed at 13:52pm on (B)(6) 2020; the "factory 4hr xylene standard" protocol comprising 15 cassettes, which started in retort a at 08:43am on (B)(6) 2020 and completed at 12:48pm on (B)(6) 2020; the "factory 12hr xylene standard" protocol comprising 120 cassettes, which started in retort b at 14:30pm on (B)(6) 2020, and completed at 06:59am on (B)(6) 2020; and the "factory 4hr xylene standard" protocol comprising 45 cassettes, which started in retort a at 14:32pm on (B)(6) 2020 and completed at 06:59am on (B)(6) 2020. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during execution of the four (4) protocols either started or completed between 04 and 11 december 2020, from which sub-optimal tissue processing was reported by the complainant. Manufacturer evaluation of the instrument logs determined that the event codes recorded in the instrument logs during execution of the four (4) protocols either started or completed between 04 and 11 december 2020 did not result in either failure of a tissue processing protocol(s) or extension to the duration of a tissue processing protocol(s); and did not cause the sub-optimal tissue processing reported. Investigation of this complaint found that the instrument functioned as designed during execution of the four (4) protocols either started or completed between 04 and 11 december 2020, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
The complainant contacted the local leica helpdesk specialist-technical service who documented the following in relation to histocore peloris 3 rapid tissue processor serial number (B)(4): "tissue processing was poor and customer try to fix it putting the sample on warm paraffin (about 8 hours). Tissue has been lost". On (B)(6) 2020, the fse visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The fse measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and the variance between the measured and calculated concentration was found to be within the acceptable limit of 5% in each of these bottles. The fse also performed minimum verification tests, for which all results were satisfactory. The instrument was found to be operating within specification. On 15 december 2020, leica biosystems (B)(4) received the following information from the local leica field service engineer (fs) in relation to the patient diagnosis/outcome: "not all cases were diagnosable, at least 4 will be re-biopsied, is the information that I am trying to recovery with customer." On 17 december 2020, leica biosystems (B)(4) received information from the fse that further information in relation to the patient re-biopsy had been requested by email viz. Whether re-biopsy of any patient(s) has been performed; and an identifier, gender and age/date of birth for each the patients for whom re-biopsy was required. On 05 january 2021, leica biosystems (B)(4) received information from the fse that re-biopsy of 10 patients was required. The initials and tissue type for each patient requiring re-biopsy were provided. The leica field service engineer stated: "we will not have more information." Refer to MFR. Report #8020030-2021-00002, #8020030-2021-00003, #8020030-2021-00004, #8020030-2021-00005, #8020030-2021-00007, #8020030-2021-00008, #8020030-2021-00009, #8020030-2021-00010, and #8020030-2021-00011 for specific details of the other patients involved.